Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), during the first recapture, the device could not be retrieved with the delivery catheter, so it was pulled and recaptured it via fishing. Resistance was felt at that time, but a slight forced pull was performed and recapture was performed. Deployment was performed a second time for placement with good tine engagement. Post-operatively after the implant of the device, patient developed cardiac effusion. No further patient complications have been reported as a result of this event.